Event description:
It was reported that the customer had a difference between the sensor glucose and blood glucose readings on the insulin pump. Customer's blood glucose level was 210 mg/dl and the sensor glucose reading was around 160 mg/dl. Customer stated that the sensor glucose will almost always be lower than the blood glucose reading. Customer reported that when this happens, the pump may go into threshold suspend and the customer ends up with a high blood glucose level in the morning. Customer also stated there was a lost sensor alarm yesterday while he was sleeping. Troubleshooting was offered but customer declined. Customer was advised to call back if he changes his mind regarding troubleshooting. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.